Event description:
It was reported the menu lcd display was inoperable. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). Two side bail covers were also found to be broken, battery contacts compressed, and keyboard pad scratched.